Event description:
This is a colleague pump returned to baxter technical services (B)(4) where error 199:17:284:0000 was reported during biomed testing. This condition could have caused an interruption of delivery. There was no patient involvement. There was no patient injury or medical intervention associated with this event. This device is a remediated colleague pump with a user interface module software version of 05.09.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 199:17:284:0000 was confirmed by baxter personnel. The root cause was assigned to missing main batteries. The main battery was replaced to correct this condition. A service history review revealed no previous service events were related to the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-(B)(4).

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.